Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specs.

Event description:
The peritoneal dialysis pt reported a fluid leak at the start of the treatment. The fluid leak was identified in the cassette area. The patient's effluent was clear. Prophylactic antibiotics were not used. There was no sample. The pt did not report any adverse events.